Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the air/ water nozzle glue was missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/ water nozzle. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.